Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room the day after the implant procedure with complaint of shortness of breath. A chest x-ray showed a significant left sided pneumothorax. A chest tube was placed and medications were administered. The shortness of breath resolved and chest x-rays showed resolution of the pneumothorax several days later. The leads remain in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.